Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Eval method: device history record was reviewed. Complaint database was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.

Event description:
The stopcock rotator broke during injection. Injector settings: volume- 35ml, rate- 15ml/sec, pressure limit- 600 psi. The procedure was completed with another device, there was no spray. There was no harm or injury reported.